Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon opening package lens appeared crimped. No patient contact reported. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 4/21/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection was performed. Loose particles were observed on the lens surface that could be related to the handling of the product in a non-sterile environment. One of the haptics was observed slightly distorted and the lens edge near the affected haptic was bent. The other haptic looks in good conditions. The condition in which the sample was received is consistent with a unit that has been previously handled. Based on the evaluation there is no indication of product quality deficiency. The customer¿s reported issue was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.